Manufacturer narrative:
Manufacturer's investigation conclusion: the report of thrombus could not be confirmed through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction," lists adverse events, including device thrombosis, which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 with non-st-elevation myocardial infarction (nstemi) and was found to have an aortic root thrombus diagnosed via echocardiogram. The patient was restarted on acetylsalicylic acid (asa) and their international normalized ratio (inr) goal was increased to 2.5-3.0. There were no low flow alarms noted. There were no changes to patient condition or anticoagulation status that may have contributed. The pump speed was increased from 5200 revolution per minute (rpm) to 5400 rpm. The patient was deemed stable for discharge on (B)(6) 2024.